Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a female consumer (age unspecified), reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using o b ultra absorbency tampons, vaginally for menstruation (lot number: 3539m6789, expiration date and frequency unspecified). After an unspecified duration, she stated that the cotton from the tampon came apart and stuck inside the body. She removed it by her fingers. After an unspecified duration, the device was discontinued and the event resolved. This report was assessed as non-serious event. The company causality was assessed possible. No sample was received for evaluation as of (B)(6) 2010. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case.